Manufacturer narrative:
No device will be returned per customer. The customer reported problem was confirmed over the phone troubleshooting. The root cause of this failure was not identified.

Event description:
It was reported error code 120.4500. There was no patient involvement.